Event description:
A customer reported that they obtained readings of 336 mg/dl and 95 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer returned meter serial number. The complaint was not confirmed and no new issues were observed. All results were within the range specification, the standard deviation was within specification and no errors were observed during control solution testing.